Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g/7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient's blood glucose level rose to over 300 mg/dl while wearing the pod between 1 and 4 hours. The patient reported an unspecified needle-related issue; however, the needle reportedly deployed as intended. The cannula was visible after pod removal, but it could not be confirmed whether the cannula was properly inserted at the infusion site. Treatment details were not provided.

Manufacturer narrative:
The received device had the cannula assembly fully deployed. Inspection of the needle mechanism and cannula assembly found no issues that would result in the cannula inserting improperly. The cause of the reported improper insertion could not be conclusively determined. The pod generated an 0x9b alarm, indicating it has been more than 5 min after cgm deactivation without receiving pod deactivation command. No problems were found that would cause the observed 0x9b alarm. The exact cause of the observed alarm could not be determined.